Manufacturer narrative:
(B)(4). One sealed sample was rec'd and evaluated. The device passed testing. No leaks of solution were noted during the testing procedures. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
(B)(4) report rec'd from (B)(6) that stated: "nurse went to connect secondary tubing to hub of primary bag and upon opening clamp, leaking occurred. Clamp closed but tubing still leaked. Nurse observed a slit clean across the tubing. Pt was receiving chemo. No harm to pt or staff. Another tubing line was obtained. No defect noted in packaging prior to using the tubing." Multiple unsuccessful attempts have been made for add'l info. Hospira is continuing to investigate.